Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, pil tech was able to confirm the device powers on and provided airflow. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower grommets, blower outlet seal, p4 power connector. An unknown contaminate was observed inside the ui panel. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found zero errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to address the patient's symptoms.